Event description:
The advocate stated his son received a blood glucose reading of 460mg/dl on the contour next link, retested on a different meter and the reading was 220mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.